Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose levels of 44 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for the low blood glucose with food. The customer stated that they are unable to hear the alarms from the insulin pump and they are unable to hear beeps from the insulin pump troubleshooting was not provided. The product will not return for analysis.